Event description:
A journal article received entitled, effect of integrity of the posterior cortex in displaced femoral neck fractures on outcome after surgical fixation in young adults. Tsan-wen huang, wei-hsiu hsu, kuo-ti peng, ching-yu lee division of sports medicine, department of orthopedic surgery, chang gung memorial hospital at chia-yi, chang gung university, taoyaun, taiwan, roc injury, int. J. Care injured 42 (2011) 217¿222 the study was conducted assess whether disruption of the posterior cortex of intracapsular femoral fractures leads to an increased incidence of complications following closed reduction and internal fixation by multiple cannulated screws in young adults. A total of 146 consecutive adult patients with 146 femoral neck fractures were treated by closed reduction and internal fixation with parallel cannulated screw in inverted triangle or diamond configurations. Of the 146 patients thirty-three hips were converted to prosthetic replacement. This complaint regards a 59 year old male patient with acetabular destruction by a cannulated screw, experienced disruption of the fracture pattern which required a conversion to prosthetic replacement 1 month after initial hip surgery due to redisplacement. This is 1 of 1 for unknown cannulated screw for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.